Event description:
Arjo became aware of the citadel plus bed frame malfunction. Allegedly the left-hand foot-end side rail was broken. The arjo service technician visited the customer place and found that the welds connecting the extension frame with the side rail were cracked. Due to that the side rail detached. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the process of gathering and analysing the data is ongoing. Conclusions will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. Allegedly the left-hand foot-end side rail was broken. The arjo service technician visited the customer place and found that the extension frame was damaged causing side rail detachment. No injury was claimed.

Manufacturer narrative:
The citadel plus bed frame is equipped with 8 width extensions allowing for adjustment of the width of the mattress support surface. The side rails are attached to the bed frame via width extensions. Inspection performed by the arjo service technician revealed that the extension frame was damaged causing side rail detachment. Photographic evidence provided confirmed malfunction. Although at first glance it appeared that the weld connecting the side rail to the extension frame was cracked, further analysis revealed that the weld itself had not failed. Instead, the surrounding material was torn out. It is in line with the post market surveillance data and the investigation conducted by the supplier. In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the above, it is believed, that the side rail detachment was related to an excessive force applied to the side rail extension frame that caused the material to be torn out. According to instruction for use citadel plus (IFU, 831.374-en rev. B): operation of side rails should be checked daily and extension frame weekly by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ arjo device failed to meet its performance specification since the side rail was detached from the bed. There was no indication of the patient involvement. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.